Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reports wife received a false positive result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number, reader sn not provided). Two repeat cue covid-19 tests performed on the same day provided negative results. No additional information was provided regarding this false positive event. See (B)(4) for alternate false positive result.